Manufacturer narrative:
The root cause of the non-reproducible discordant results is unknown. It is possible there is something in the sample that interfered with the pipetting. The limitations section of the ous instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
Customer observed non-reproducible results on one patient sample with the advia centaur xp hcv (ahcv) assay. Two results (B)(6). The patient is a known (B)(6) patient. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible advia centaur xp hcv results.